Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by vad coordinator that the patient had multiple high power alarms over past twelve hours and has also developed hematuria. It was stated that he feels reasonably well otherwise. He was admitted on (B)(6) 2016 with high power alarms. Intravenous (IV) heparin therapy was not effective as there was report of increasing power. The patient was offered short-term vad support on urgent waiting list, however, the patient opted for pump exchange which was performed on (B)(6) 2016. Historic inr values were 2.0, 2.2, and a couple of 1.9 values. Preliminary log file analysis conducted on (B)(6) 2016 revealed a rise in power consumption has been logged starting on (B)(6) 2016 to a peak of 8.1w on (B)(6) 2016 outside of normal power consumption. It was stated that there was possible thrombosis in the pump. No further information was provided.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed the reported high watts and elevated power consumption. Analysis of the device revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks observed on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.